Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery cap would not stay attached to the pump and that the threads were worn on the battery compartment. Reportedly, there was no damage to the battery cap and the battery cap had never been changed before. There was no evidence of moisture reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump powered on with the returned battery cap, but the battery cap was unable to fully tighten due to damaged threads to the battery compartment and battery cap. A power loss was not duplicated. There were unexplainable power reset events observed in the black box on (B)(4) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.